Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy procedure, the colonovideoscope had debris lodged in the channel. There was no delay and the procedure was completed using the same device. There were no reports of patient harm.